Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed, indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out. There was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Additionally, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the cls functionality was tested using a heart simulator. The heart rate adaption with cls proved to be fully functional. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient has a history of syncopal episodes. The patient began having episodes of syncope most recently with this device in (B)(6) of 2019. Patient was having multiple episodes per day with falls. Physicians have attempted to troubleshoot the device 3 times, but it appears the cls algorithm is not working properly. Device was explanted and replaced on (B)(6) 2019.